Event description:
It was reported that paint peeling fell of into the sterile field during application / or. No patient health consequences have been reported. At the current time it cannot be excluded that a malfunction caused the fallen particles. In case of recurrence a serious injury cannot be excluded when unknown particles fall into the operation field.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and photos of the affected polaris 600 devices. It was reported that paint peeling fell off from one device into the sterile field during application / or. No injury to a patient was reported on the basis of further questions about draeger and no additional medication was applied or permanent damage reported. According to the analysis of provided information, the reported event could be confirmed. At all, 14 cardanics were complained about with paint flaking in this complaint; for 7 serial numbers of photos were provided with the statement that only the damaged cardanics were photographed. But only two gimbals with the serial numbers (B)(6) are the ones to which the description of event applies. The affected polaris 600 cardanics were physically not available. Thus, the investigation was limited. The cardanic is made of steel and prior to powder coating, electrogalvanizing according to iso 2081 is applied as surface pretreatment. The affected paint sections are in areas of the paint system that could be damaged or pre-damaged by a collision. The locally concentrated paint peeling suggest that the affected cardanic tube sections were mainly subjected to external influences like partial external mechanical or combined mechanical and chemical stress over a certain application time. The cleaning agents and disinfectants are produced in-house. It is likely that the combination of machinal stress due to collisions and chemical stress due to the disinfectants led to partial reduction in the adhesion of the coating. As a result of this partial weakening, the coating can peel off in places or be rubbed off more easily by external manual influence (e.g. Frequent disinfection). The customer is recommended to replace the affected cardanic components. The currently valid risk assessment concerning the reported event does not reveal any new or additional risk; consequently, this is considered within the currently valid device safety concept. Device not available for investigation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that paint peeling fell of into the sterile field during application / or. No patient health consequences have been reported. At the current time it cannot be excluded that a malfunction caused the fallen particles. In case of recurrence a serious injury cannot be excluded when unknown particles fall into the operation field.